Event description:
Information was received from a consumer that the pump system was removed in approximately (B)(6) 2015. The pump never helped the patient at all since implant, and since he had it taken out, he lost 30 pounds and could not gain the weight back. This was noted as a gradual change in therapy/symptoms. It was later stated that the pump ¿just didn¿t work". The pump system was being used to infuse an unknown drug, and no outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included: non-malignant pain failed back surgery syndrome.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter, product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).